Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamf4242c200tj, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the tevar (85mm). A non-medtronic cuff was pre planned to be implanted due to insufficient overlap between the valiant grafts. It was noted the treatment length was long. It was reported during the index procedure, from zone 2, a proximal vamf4040c200tj and a distal vamf4444c200tj were deployed in a stacking configuration. Due to insufficient overlap between the devices, the non-medtronic was additionally placed at the junction. No endoleak was observed on the final angiography. It was reported on (B)(6) 2025 CT contrast showed a type ia endoleak on the proximal lesser curvature side. Additional tevar was performed on (B)(6) 2025 where a vamf4242c200tj was deployed from zone2, and the endoleak was resolved. During subsequent follow-ups, recurrence of the type ia endoleak was observed. Open surgical repair was being planned, however, due to dissection of the ascending aorta slightly away from the bare stent of vamf4242c200tj, an emergency operation was performed on (B)(6) 2026 during which 2-branch graft replacement +fet procedures were carried out. The bare stent of vamf4242c200tj, which was placed most proximally, was cut and anastomosed to an artificial graft. The patient is reported to be stable postoperatively. Per the physician the cause was due to anatomy related. In reference to the dissection the physician commented that it was unclear whether the cause was the valiant device, dilation of the ascending aorta, or another reason. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.